Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow, down arrow and ok keypad buttons required multiple presses to elicit a response. The patient noted that the ok keypad button was indented. The patient denied any evidence of moisture in the pump. The patient reportedly cleaned the pump with alcohol wipes. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. The patient reportedly cleaned the pump with alcohol and the user guide instructs the patient that under no circumstances should an alcohol wipe or skin prep be used to clean the pump. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: testing was unable to duplicate the unresponsive keypad issue. All keys were responsive. The keypad was peeling along bottom and when removed, contamination was found under "contrast, up and down" key contacts.